Event description:
In 2008, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/patient alleging that the onetouch ultra meter is giving inaccurate high readings compared to feeling/normal reading. The patient lost her meter approximately 2 weeks ago. Since she received the replacement subject meter, the patient claimed that she has been hospitalized for diabetic complications. She was reportedly given an insulin shot and monitored for 24 hours. The patient's high readings obtained at hospital correlated with the alleged high readings on the lfs meter at that time. On the day prior to original date, after the patient obtained a blood glucose reading of "315 mg/dl" on the subject meter, she was allegedly feeling shaky. When she tested on her grandmother's meter she obtain a blood glucose reading in the "100's mg/dl." The patient drank some orange juice and tested again on the patient's grandmother's meter at "175 mg/dl." The patient reportedly did not receive any medical intervention as a result of the reported issue. It would have been helpful to know the patient's testing frequency and diabetes regimen, why the patient was hospitalized approximately 2 weeks prior to the day the patient contacted lfs, what treatment the patient received from the paramedics and hospital, what blood glucose reading the patient obtained in route to the hospital and at the hospital, the date and time of hospital admittance and discharge, the patient's diagnosis at the hospital, and the events that lead to the patient's aforementioned symptom on that day, and the hospitalization two weeks prior to contacting lfs such as lfs meter readings, diabetes medication intake, food intake, and physical activity. During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was cleaned appropriately, and the reported meter readings were confirmed in the meter's memory. This complaint is being reported because the patient alleged that on the same day, she obtained an elevated reading on a lfs meter and reportedly had symptoms that can be suggestive of hypoglycemia after the alleged issue. In addition, she claimed she had to drink orange juice following her reported symptoms. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject lfs products for evaluation, but has not yet received them. If the lfs products are returned, lifescan will evaluate them and, if the lfs products do not pass inspection, lifescan will inform FDA of the results in a supplemental report.